Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with some knee components. On (B)(6) 2019 a total knee replacement was performed. During the procedure, a tibial component was selected; as it was being positioned, it was noted that the insert did not fit properly. It allowed small movements between both parts and it was too loose. A different insert was selected, however, the same problem occurred. At that time, the surgeon decided to change the tibial component size; the respective insert for that size fit perfectly. This malfunction caused a 30-minute surgical delay. There was no patient harm and the procedure was completed successfully. Additional information was not provided. Associated medwatches: 9610612-2019-00380 and 9610612-2019-00381.